Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to be interrogated in clinic. It could not be determined whether the device had reached end-of-life status. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of interrogation failure was confirmed. The cause of the interrogation failure was low battery voltage and not a device malfunction. No anomalies were found.